Event description:
Additional information was received from the patient. They called back repeating the same information in regards to still needing to catheterize themselves three times a day due to holding urine after they used the restroom. The patient stated they had another urinary tract infection (uti) and stated this was the 17th uti in the last seven months. The patient wanted to know if they should change programs. Programming guidance was reviewed with the patient. The patient declined assistance changing programs as they already knew how.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported it was unknown if the implanted device or therapy caused/contributed to the patient's utis. When asked how the device caused/contributed to the utis, the hcp stated the patient was still retaining urine and needed to catheterize. The hcp reported the patient had utis prior to being implanted, and the utis were related to the patient's underlying condition. The hcp stated the uti had been resolved; the patient was given treatment antibiotics/prophylaxis. The hcp reported the patient experienced urinary retention prior to the device and stated the patient's retention had not worsened as a result of the device/therapy. The hcp stated catheterization was the patient's 'standard of care' prior to the device. Additional information was received from the patient. They called back and reiterated they were still self-catheterizing and still getting 200-400 ccs when they did so. The patient stated they have had 19 utis since being implanted and their hcp always told them to call the manufacturer when it came time for them to change programs. The patient stated they had been working with a manufacturer representative (rep) on this issue pretty much since the beginning. The patient stated every time they needed to change a program the rep would help them do so. The patient stated they spoke with the rep last week and they told them to wait for their uti medication to clear out of their body and then to call the manufacturer once their uti medication was completed to switch programs. The patient stated they hadn't really kept track of the programs they'd tried thus far and stated they thought they'd tried 4 programs: programs 7, 4, 1 and 2. The patient stated they'd just gone to the bathroom and they could already smell another uti coming. The patient was guided through connecting to their settings and the therapy was on, on program 2 at 3.0 ma. The patient then switched to program 6 and increased up to 3.3 ma and confirmed they felt the stimulation comfortably in their bike-seat region. It was noted that as the patient was increasing the stimulation, they commented "it's slow. I'm sorry". Additional questions were not asked about this comment but the patient was advised that the stimulation went up by 1/10th so as to not go up too high too quickly for a patient. The external devices were functioning as intended on the call. The patient would monitor their symptoms now that a change had been made and noted they would maybe call back in the future for assistance in switching to another program if this setting still didn't help. The patient also mentioned they were told recently that self-cathing could cause utis and stated, "who would have thought?"

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were told to still catheterize themselves 3 times a day and reported still having a lot of urine still left in their bladder after they do the "initial pee" and sometimes it can come anywhere from "2-400 ccs" that's left. Patient stated they were at their urologist yesterday and they told patient to call manufacturer to change programs. Patient stated this had been going on since date of implant and they told patient to increase the stimulation and patient kept doing that and then they saw doctor and was advised to contact manufacturer. Reviewed role of patient services and therapy overview. Reviewed general use of external devices. Patient reported when trying to connect with their implant on the call that it was slow and stated it was always slow. Patient successfully connected with their implant on the call and confirmed therapy was on. Patient successfully changed programs. Patient increased stimulation to comfortable level on new program. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.